Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed excessively alarmed no delivery. Customer's blood glucose reading was 250 mg/dl. Customer reported that the issue remained unresolved after multiple infusion set changes. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.